Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 550 mg/dl. Customer has not had a blood glucose level below 300 mg/dl. Customer believes the pump was not delivering basal correctly. Customer stated that the issue has been occurring since (B)(6) 2014. Customer uses a linked meter and programmed the pump herself. Customer has symptoms of excessive thirst and excessive urination. Customer treated with the pump. Customer was following the proper procedure. Customer believes that all basal rates are not delivering. Customer does not have an empty reservoir or set to perform tests. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer called back to do the displacement test. Customer's blood glucose level was now 490 mg/dl. Customer stated that she wants to monitor it. Customer had a couple no deliveries. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.